Manufacturer narrative:
Continuation of concomitant: 4092-52 lead implanted (B)(6) 1999.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance, sensing and capture issues. The lead remains in use. No patient complications have been reported as a result of this event.